Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% and was determined to be too deep. The decision was made to recapture and re-position the valve. When turning the handle to recapture the valve, one of the surgical towels got tangled in the handle. The handle was turned toward deployment and the towel was removed. Recapture was restarted and at 50%, the handle was clicking and would not recapture any further. The decision was made to deploy the valve because the blood pressure was low. The valve was deployed low and severe paravalvular leak (pvl) was noted. While holding onto the first valve with a snare, a second valve was implanted valve-in-valve resulting in trace pvl. The patient was hemodynamically stable and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.